Event description:
A patient experienced sterile endophthalmitis (endophthalmitis) resulting in acute vision loss 2 days after an uncomplicated cataract surgery. The patient presented with moderate signs of hypopion, and uveitis. Cultures of anterior chamber and vitreous samples were negative. The patient was treated with intraocular antibiotics amikacin and vancomycin and with topical vigamox and pred forte. In 2009, the patient has still hypopion and vitreous opacity, the visual acuity was reduced to count fingers. The prognosis was guarded. The patient was concomitantly treated during surgery with bss, garamycin and dexamethasone. The surgeon indicated that there were no recent changes in surgical technique. The reporter indicated that the product was left in the boot of the doctor's car for about eight to nine hours and was exposed to temperatures above 25 degrees celsius.

Manufacturer narrative:
The lot number used with this patient is unknown.